Manufacturer narrative:
An ocd field engineer ( fe ) arrived at the customer site and replaced the syringe. Reapirs have returned the instrument to expected operation.(B)(4)

Event description:
The customer states that the provue gave a compatible result with a sample that reacted incompatible in manual gel with the crossmatch-iat test. No incorrect results were reported as a result of this incident. There was no harm to any patient.